Event description:
Report 2 of 3 it was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives occurred. The following information was provided by the initial reporter: bactec 442021 molecular false positive. What result did the customer obtain from the bd product? Only the staph. Epi, ecoli. What result was the customer expecting to obtain (if different from the obtained result) c. Tropicalis on subculture. August 17: lot? Don¿t have this info.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives occurred. The following information was provided by the initial reporter: bactec 442021 molecular false positive. What result did the customer obtain from the bd product? Only the staph. Epi, ecoli what result was the customer expecting to obtain (if different from the obtained result) c. Tropicalis on subculture. August 17: lot? Don¿t have this info.

Manufacturer narrative:
Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.